Event description:
It was reported that the handpiece continued to run on its own during a surgical procedure. The case was completed with another device. There was no medical intervention required. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device running on its own was duplicated. Based on the investigation details, the likely cause was due to the trigger magnet that fell out of the trigger. When this occurs the magnet can attach itself to the e-box and effectively cause a run-on condition. Those parts were replaced along with other components, and the device was returned to the customer.